Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2. (B)(4).

Event description:
Caller states the patient tested approximately 3.5 inr on coaguchek system 1 and approximately 4.8 inr on coaguchek system 2. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.